Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 3 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with a bioprosthetic valve for the same size for unknown reasons. No additional adverse patient effects were reported.